Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead was surgically abandoned due to a fracture. No adverse patient effects were reported.